Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The healthcare facility reported the patient went to the emergency room due to experiencing a heating sensation at the ipg site with stimulation. The patient alleges the heating sensation occurs at random times, and is intensified in a reclining position. X-rays did not reveal any anomalies. The sjm representative reprogrammed the device to no avail. Subsequently, the ipg was explanted and replaced which resolved the issue.